Event description:
Recipient claims that blood testing results for viral communicable diseases showed evidence of exposure to hcv is associated to the voluntary bts recall, is not associated to the recall. Recipient underwent anterior and posterior lumbar spinal fusion at santa the hospital in 2005.

Manufacturer narrative:
Method: grafts not returned to rti and remain implanted. Investigation: review of internal records, donor records, tissue donor serological test results, medical release, manufacturing history, qa/qc reviews and processing cultures. Grafts both passed all release criteria prior to distribution. Results: donor serological testing results were negative for infectious disease or process. Hiv/hcv nucleic acid testing performed on donors 101039847 and 101040951 and 101042144 with both results negative for detection of hcv. Both grafts were sterilized by irradiation and demineralization; validated process proven to eliminate the potential of disease transmission. Conclusion: the processing methods utilized for paste grafts; demineralization and irradiation are validated to eliminate the potential of disease transmission. Serological test results for both donors were negative for viral processes and specifically negative for hcv. Additional testing to be determined for bts-related donor when confirmatory results are communicated or provided. It is unknown to rti if confirmatory testing has been performed. Additional testing to be determined for bts-related donor when confirmatory results are communicated or provided. It is more reasonable that exposure to hcv is due to a source, event, or behavior other than allograft implant given the processing methodology utilized for each graft.